Manufacturer narrative:
Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the main pcb was causing the display to be blank when the generator was turned on. To correct the issue, the main pcb was replaced. The generator was serviced, functionally tested and was found to operate properly. The device history record has been reviewed and has passed qa inspection.

Event description:
It was reported that during a coronary artery bypass graft, the generator would not power on. When the unit was switched on, the display was blank, but the customer could hear the fan turning on. The customer stated the case was finished by other means with no pt consequence.